Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 3.2, 6.0. Testing performed within minutes. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.